Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device hose had a hole in it. During an in-house engineering evaluation, it was determined that the device had a hole in the hose near the muffler, was missing red o-ring (failed hose verification, muffler tube verification), had worn vanes and failed rotational speed assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.